Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that one of their bedside monitor (bsm) spontaneously shutdown while monitoring a patient. This happened 20 minutes after they initiated monitoring. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the bedside monitors (bsms) spontaneously shutdown while monitoring a patient. This happened 20 minutes after patient monitoring was initiated. No patient harm was reported. Investigation summary: the bsm was brought in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was not able to duplicate the reported issue of sudden shutdown. Physical damage was observed on the mounting bracket screw holder of the rear enclosure. The alleged shutdown is unlikely to be related to this physical damage. As the issue could not be confirmed, a root cause cannot be determined. The customer did not want to troubleshoot the issue at the time of the event and opted to replace the device. Possible causes may be related to facility power issues, accidental unseating of the power cable, or user input. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. D10. Attempt #1: 07/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 07/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 07/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes.

Event description:
The customer reported that one of the bedside monitors (bsms) spontaneously shutdown while monitoring a patient. This happened 20 minutes after patient monitoring was initiated. No harm or injury was reported.